Manufacturer narrative:
(B)(4). The reported field event of being unable to loosen the set screw was confirmed in the laboratory. Visual inspection identified septum material inside the set screw cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported that during a planned device change, the svc screw was not able to loosen. The lead was capped and the device was explanted and returned for analysis. No consequences for the patient were reported.

Manufacturer narrative:
The patient did not experience any adverse consequences.